Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced urinary retention (pvr=850ml) after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2016. On (B)(6) 2016 revision of the altis sling (loosening of device without cutting or removal). The patient experienced nosocomial urinary tract infection on 30 april 2016 (treated by ofloxacin during 5 days, this event was resolved). Status of the urinary retention: resolved on (B)(6) 2016 (device still implanted). According to the investigator, the event is related to the procedure.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the reports of urinary retention, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.